Manufacturer narrative:
A lot history review was conducted and it was determined that a device history record (DHR) review was required. The lot met all release criteria. The sample was returned with a small portion of the arrow visible in the ready window. It was found that the stylet was in the ready (primed) position, however, the cannula was not primed/retracted. As a result the stylet was retracted inside the cannula and could not be seen. There were no visual anomalies noted on the sample. The firing trigger was pressed and the needle did not advance. An attempt was made to twist the rotational knob once and the device would not be primed or fired due to the loose particles. Further functional testing could not be performed. The sample was disassembled and the internal components were examined. The cannula hub including the tang were found to be broken. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing sampling and retrieval of samples from the device.

Event description:
It was reported that during an ultrasound guided breast biopsy into normal tissue, using three needles, after the first tissue sample acquisition for each needle used, the device was fully primed but when the device was fired into the lesion, it sounded like something was broken inside of the device. A fourth device was used to complete the procedure. There was no report of pt injury.